Event description:
Baxter (B)(4) reported a flogard infusion pump with a f7 alarm. This condition occurred upon power-up in the emergency room. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-7 alarm" was not confirmed during device evaluation. However, baxter quality engineering confirmed this issue as an f-27 alarm. The root cause was not identified as the device was returned unrepaired due to part obsolescence.